Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported that while impacting the glenosphere impactor/holder the tip of the impactor broke off into the glenosphere. The surgeon was unable to remove the broken tip, and left it inside the glenosphere. The surgeon finished impacting with the secondary impactor. No adverse consequences to the patient or clinically significant surgical delay were reported.